Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 5.1 failed to open failure type. The field service engineer (fse) had the customer perform a drawer recovery procedure, which completed successfully and restored normal operation. Fse then accessed the drawer through inventory and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and user was unable to recover it. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.